Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 28-30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder suggesting a possible no flow event. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drug did not flow through a large volume infusor. No liquid flowed out of the device. The device contained fluorouracil in 230ml of sodium chloride 0.9%. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.